Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool toggle are not functional. The jaws failed to close but the jaws were activating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool toggle are not functional. The jaws failed to close but the jaws were activating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Corrected section: d4- exp date. The lot # 25151536 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3- "device returned." Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22) enter investigation findings: the device was returned to the factory for evaluation on 07/01/2021. An investigation was conducted on 07/14/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood and charred material was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw due to normal clinical use. A mechanical evaluation was conducted. The toggle was maneuvered to open and close the jaws. The jaws would not open or close. An engineer evaluation was conducted on 07/16/2021. The handle was opened. The guide, actuator spring inside the handle was observed to be broken. The part of guide, actuator spring tw that hooks into the clamp, actuator collar tw rm2047010 broke off. Based on the returned condition of the device, the reported failure "mechanical issue" was confirmed

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool toggle are not functional. The jaws failed to close but the jaws were activating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.